Manufacturer narrative:
Service technician was unable to verify customer reported complaint that states "rt staff states the vent intermittently stops cycling." Vent passed several post test during bench testing. Performed several patient outlet port leak test on the vent with a known good patient circuit during bench testing, vent passed every single leak test performed. Vent passed 212.0 hrs. Of extended test at customer's settings without any unusual alarm or error condition. Vent passed initial final test which include several pressures and volume performance test with no exception. Vent passed initial alarm volume test with no restriction. Unit was opened up and inspected, no anomalies were found. Process ventilator through service and perform complete calibration checkout to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that their revel ventilator intermittently stops cycling. Patient involvement is unknown at this time.